Manufacturer narrative:
Block b3: exact date unknown, event occurred between 20mar2024 and 10jul2024.

Event description:
It was reported that the patient was experiencing inadequate pain relief from their superion indirect decompression (ID) implant. The patient underwent a procedure where the physician opted to add additional ID implants to spinal lumbar one-two and spinal lumbar two-three and completed the procedure. It was noted that during the procedure x-ray imaging taken, revealed the ID implant seemed to be dislodged in spinal lumbar three-four per the physicians assessment however decided to leave them implanted. The patient did well post-operatively.